Event description:
It was reported that during a total hip replacement, the acetabular liner failed to lock into the acetabular shell. During intra-operative assembly, the surgeon encountered difficulty engaging the liner with the shell, and despite attempts, locking could not be achieved. A new liner was opened and the procedure was completed successfully. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The device will be returned for analysis. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.